Event description:
A medtronic representative reported the site's axiem box would turn off after being on for a while. This event was reported outside the operating room, no patient was present at the time of the alleged malfunction.

Manufacturer narrative:
No patient was present at the time of the alleged malfunction. The device was returned to the manufacturer for analysis in a non-standard shipping box that showed signs of physical damage. The unit powers down after it has been connected to power for about 5 minutes. The power, status, and port led's all go off. While it is powered on it navigates normally. The reported event was confirmed. The device was replaced and there were no further issues.